Manufacturer narrative:
Gtin/UDI number for item 2420-0500 lot 17076929 is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during a medication infusion, observed leakage of the medication from the smartsite port closest to the patient (male luer end). They reported that the smartsite port appeared intact but leaked. There was no patient harm.